Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. Importer became aware of the event by the user facility medwatch report 0888880000-2016-8001. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device investigation could not be performed since the device was not available. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. One(1) catheter breakage incident was reported for this lot product from other facility , which concluded the breakage is due to excessive manipulation force based on the investigation of returned device. (MDR 3003775027-2016-00086) asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information, it is presumed that the tip of the catheter might be exposed to some pulling force exceeding the product design limit, or some rotational force, when the crossing lesion was attempted to om3 lesion, resulting the breakage of the tip section. IFU describes : in the contraindications - do not use this microcatheter in advanced calcified lesion. In the warning: - do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) - always advance the guide wire ahead of this microcatheter before attempting any manipulation of the microcatheter. (If the guide wire is not advanced ahead of this microcatheter, the[?]microcatheter may be damaged , and the blood vessel may be damaged or perforated.) - if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) In the malfunctions and adverse effects separation.

Event description:
It is reported in the user facility MDR report that distal tip of caravel catheter became separated and embolized into distal om3. Retrieved with dual wire "barber shop pole" technique. No patient harm. Initial impression: tortuous anatomy, severe calcium. Device failed, broke, couldn't get it to work or stopped working.

Manufacturer narrative:
(B)(4).